Event description:
Possible device related complication reported during clinical trial. Pt experienced squeaking upon tying his shoes 18 months post-surgery. The event was resolved by pt education regarding position of hip. This report is being submitted retrospectively as a result of a final review of data for a clinical study. No further documents will be provided. Site reported pt is doing well and very active.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.